Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was done using an expired proglide device after a diagnostic left heart catheterization procedure with a 6f sheath. Although the device was expired, hemostasis was successfully achieved with the proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the electronic proglide instructions for use, in the graphical symbols for medical device labeling section, it indicates the use by symbol, which is the next to the expiration date. In this case, the device was used successfully. The investigation determined the reported use of the device post expiration appears to be related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.